Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event country brazil. It was reported that the patient experienced hyperglycemia with the value of 480mg/dl and ketoacidosis on (B)(6) 2026 due to bent cannula subsequentially hospitalized and was treated with insulin IV fluids and antibiotics. No further information available